Manufacturer narrative:
Quality-safety evaluation of ptc received on 28-apr-2016 (downgraded to non-incident, breakage amended to device shape alteration): ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and during the placement procedure, on the right side the insertion was easy. On the left side, the catheter got stuck in fallopian tube, there was a tubal spasm. Hcp yanked catheter out of fallopian tube and device was mangled. This event was interpreted initially as device breakage (unlisted). However, the product technical complaint analysis concluded it was a device shape alteration. Other device was then inserted and after that, the sales representative took the remnant of the first device to examine it. She suspected the first device did deploy and the patient maybe would have two devices in left fallopian tube. Device shape alteration is non-serious and listed in the reference safety information for essure. In this particular case, the reported fallopian tube spasm during insertion could have had a contributory role in the device shape alteration. Since this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was initially regarded as other reportable incident due to a possible device breakage. However, since the product technical analysis concluded there is no breakage, the case was no longer regarded as other reportable incident. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Further information has been requested.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016. Sales representative had limited info and was present for part of the occurrence. Stated that the incident occurred at the day of this report. The healthcare professional (hcp) was training medical assistants at that day and there were many people in the room. The right tube insertion went well, but for left insertion the catheter got stuck in the fallopian tube. Patient had tubal spasm and hcp yanked catheter out of the fallopian tube. Device was "mangled". No device was present in ostia of tube. Second device was placed and went in fine with no resistance. There were 4 trailing coils. Rep took remnant of the device out of the room and examined it. She suspected the first device did indeed deploy so the patient may have two devices in the left fallopian tube. Sales representative advised hcp this. Patient has still having pain and vagovagal reaction. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and during the placement procedure, on the right side the insertion was easy. On the left side, the catheter got stuck in fallopian tube, there was a tubal spasm. Hcp yanked catheter out of fallopian tube and device was mangled (seen as device breakage). Other device was then inserted and after that, the sales representative took the remnant of the first device to examine it. She suspected the first device did deploy and the patient maybe would have two devices in left fallopian tube. Device breakage is non-serious and unlisted in the reference safety information for essure. During difficult insertions, device breakage may occur. In this case, the breakage occurred associated to insertion procedure, therefore causal relationship between the reported event and essure use cannot be excluded. This case was regarded as other reportable incident due to the device breakage. Although it did not lead to death or serious health deterioration it could have led to it under less fortunate circumstances. Technical analysis and further information have been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.